Event description:
It was reported the patient's device was upgraded to a dual chamber device to help treat the patient's symptoms of atrial fibrillation. The patient called to report feeling palpitations and "nervousness". Patient never had "regular" programming after the device was implanted. The patient inquired about device programming schedule at the hospital. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).